Event description:
It was report by the rep that the device was used during a bowel procedure. It was reported an ax55b stapler was used. When they fired the stapler, no staples were in the stapler. When it cut there was bowel contents that came out into the abdomen. At that point another ax55b was pulled and worked successfully.